Manufacturer narrative:
The pump was returned and analysis identified residue and wearing in the motor gear train. If information is provided in the future, a supplemental report will be issued.

Event description:
A 8637-20 pump was sent back to the manufacturer with no known reported complaint or patient harm. The pump underwent routine analysis. There were no further complications reported/anticipated.